Manufacturer narrative:
The tnt-hsst results in question were not released outside of the laboratory. The customer was performing testing in duplicate due to previous issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys troponin t hs stat (tnt-hsst) results for 2 patient samples tested on a cobas e 411 immunoassay analyzer. Patient 1 initial tnt-hsst result was 5.04 pg/ml with repeat results of 16.57 pg/ml (with a data flag) and 6.33 pg/ml. The tnt-hsst results for patient 1 were released outside of the laboratory. Patient 2 initial tnt-hsst result was 3.00 pg/ml with repeat results of 55.74 pg/ml and 3.00 pg/ml. All three results had data flags present. It was not clear if the tnt-hsst results for patient 2 were released outside of the laboratory. Clarification has been requested but has not yet been provided. There was no information provided to reasonably suggest that either patient had suffered from an adverse event. Further clarification has been requested but has not been provided. The tnt-hsst reagent lot was 305646 with an expiration date that was not provided. A field engineering specialist checked the liquid level detection of the sample probe, the pressure sensor on the sipper probe, and the temperature of the analyzer. He performed precision testing with acceptable results. He ran qc testing and the instrument was considered operational. The investigation is currently ongoing.